Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd # item 157444 lot 012410; m2a-magnum 42-50 tpr insrt std # item 139256 lot 916710. Medical records were received, however the event could not be confirmed. Medical records noted stem was well fixed. After multiple attempts, the stem was able to be removed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03065.

Event description:
It was reported that during a revision surgery, the femoral head could not be released from the taper neck, leading to revision of the well fixed femoral stem. No further event information available at the time of this report.